Manufacturer narrative:
Device not returned to manufacturer the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular over-sensing episodes due to post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. Programming changes were made. Patient was stable.